Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the cystic duct was fired with the device and cut with harmonic shear. After that, it was confirmed that the clip was broken in two. Additional suture was performed. There were no adverse consequences to the patient. The doctor commented that the harmonic shear might have touched the clip, but he had not held the clip with the harmonic shear.